Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the reported complaint ¿non-recoverable error 319 on arm 1¿ error. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient fixture test platform (pftp) where ¿fiber test¿ was found to be failing with the parallelogram. Once testing was completed, the ¿parallelogram fiber¿ was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the ¿parallelogram fiber assembly¿ was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, an operating room (or) staff reported a non-recoverable error 319 on universal surgical manipulator (usm) arm 1. The customer attempted multiple system reboots, including an emergency power off (epo), but the issue persisted. As all four arms were required and no additional patient side cart (psc) was available, the surgeon proceeded to perform the case laparoscopically. There was no report of patient involvement.